Event description:
It was reported that the device had possible premature battery depletion and the left ventricular lead was noted to have high threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 439688, implantable pacing lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).